Event description:
Attorney's report of pt's alleged abdominal pain, seroma, migration of the patch, entanglement of the small bowel with the patch and recurrent hernia.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our current knowledge.